Manufacturer narrative:
Upon disassembly, the engineering technician found the magnet button was loose due to a lack of loctite. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure the tps unidirectional footswitch was causing the handpiece to run on after the foot pedal was released. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the tps unidirectional footswitch was causing the handpiece to run on after the foot pedal was released. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.